Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal the string was missing from a tampon and she was unable to remove the pledget from her vaginal cavity. She asked the school nurse what to do and was directed to go home and try to remove the pledget on her own. Consumer was able to manually remove the pledget at home. She stated the string was completely missing from the pledget. She did not seek further medical attention and did not experience any adverse health effects.